Manufacturer narrative:
Additional information was received that there was no loss of display. The failure was with the button for the screen mode and the screen not advancing as expected due to the button failure. The failure was not able to be duplicated by ge service, however the full lcd display and buttons were replaced. There was no reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: no report of patient involvement. Block e1: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.